Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing thresholds resulting in patient syncope and symptoms of an altered mental status. As a result, the lead was subsequently repositioned and remains in-service. It was noted that the patient is intermittently pace dependent. No additional adverse patient effects were reported.